Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) for femoral trochanteric fracture. The surgery was completed successfully without any surgical delay. After surgery, the telescope shortened the tad, rotated the femoral head, and cut it out. The surgeon commented that the lesser trochanter also fractured and a longer nail could have been used. On (B)(6) 2024, the patient complained of pain. The CT showed that cut-out occurred. A removal surgery was performed. The removal surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. This report is for one (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h4, h6: device history record (DHR) review conducted: product code: :04.038.390s lot number: 6154p42 release to warehouse date: 12.may.2023 expiration date: 01.may.2033 supplier: (B)(4) manufacturing site: werk selzach logistik . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.